Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) had the rate sensing portion capped. The shocking portion remains active. A (0010) lead was added to the patient's system. The physician electively abandonded the (0063) lead also.